Event description:
> 60-year-old male with history of hypertension, hyperlipidemia, guillian-barre and recent abnormal stress test. Patient underwent coronary artery bypass surgery with aortic valve replacement and mitral valve replacement. During surgery cor-knot device got stuck while trying to use it. No known harm to the patient.